Event description:
It was reported that the epg (external pulse generator) would not turn off unless the battery was removed. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main keypad 'on' key was intermittently stuck in the 'on' position. It was also noted that the lower case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).